Event description:
On 27-aug-2025, the user reported receiving "alert 57 and 90" malfunction alarms after performing a factory reset on their ilet. A replacement ilet was arranged, with instructions provided for shipping, data sync, shutdown, and return. The user was informed they would need to complete the start-up process again and could continue using their dexcom g6/g7 until the replacement arrived. Blood glucose (bg) was not affected. No medical intervention reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.